Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the reload was received engaged with the subject instrument. The instrument firing knobs were fully advanced and the articulation lever was in neutral position. Visual evaluation of the reload noted that it was fully fired with the jaws clamped and the knife bar was advanced to the distal end. Additionally, the anvil clamping mechanism was deformed. Flush to sub flush staple pushers relative to the staple cartridge were observed on the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These chan ges may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size the root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new in formation become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during procedure. The cartridge can not be removed.no known patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure. The cartridge cannot be removed. The procedure was completed with a new product. The current status of patient is stable.